Event description:
It was reported that the procedure was to treat the superior mesenteric artery. A .014 spartacore guide wire was placed and 5.0x18mm herculink elite balloon expandable stent system was attempted to advance on guide wire; however, outside the sheath and body it was not possible to move the stent system. The wire was cut at the rapid exchange level and spartacore guide was left inside to not loose access and continue procedure. A new herculink was successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficulty to advance and difficulty to remove (guide wire) was confirmed as the device was returned frozen with the procedural guide wire. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issues could not be determined; however, possible factors that may contribute to the difficult advancing and removing the sds from the guide wire may include, but are not limited to, device placement technique, buildup of procedural contaminants in the guide wire lumen, inner diameter of guide wire lumen, condition of the guide wire, or damage to the shaft of the catheter. In this case, a conclusive cause for the reported complaint could not be determined. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.